Event description:
Event description guidant received information that this transvenous atrial pacing lead exhibited intermittent pacing impedance measurements of greater than 2000 ohms. The lead paced the atrium appropriately. A guidant technical services consultant discussed a possible lead fracture or connection issue.